Event description:
Clinical trial. It was reported that 1084 days post index procedure, the patient experienced a target vessel revascularization (tvr). Clinical assessment identified the patient's qualifying condition as stable angina, and the patient was referred for cardiac catheterization. One 25mm long target lesion located in the mid lad with 75% stenosis and a 3.0mm reference vessel diameter was randomized into the taxus IV study. Treatment consisted of pre-dilatation and placement of a 3.0 x 32mm study stent, reducing the stenosis from 75% to 0%. The patient had a non-target lesion, located in the distal cx, which was treated with ptca and placement of a 3.0 x 23 mm commercial stent, reducing the stenosis from 80% to 0%. The patient was discharged one day later on protocol doses of plavix and asa. On day 1082, the patient presented to the ER with unstable angina. The patient left the hospital against medical advice. The next day, the patient returned to the ER with complaints of chest pain and was admitted. Patient underwent cardiac catheterization one day later. Cardiac catheterization revealed 20% stenosis of the proximal lad and per cath report there was a patent stent in the "previously dilated lesion", 80% stenosis in the mid lad beyond the previous stent, treated with cutting balloon angioplasty and placement of a 2.5x13mm cypher stent, reducing the stenosis to 0%. Core lab qca report dated of target lesion notes 80.48% stenosis in projection 1 and 80.66% stenosis to projection 2. Patient was discharged one day later on aspirin and ticlid. In the opinion of the physician, there is a possible relationship of tvr to study stent. In the opinion of the physician, there is no relationship of tvr to the index procedure or a prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.